Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and osteolysis. X-ray showed femoral stem bolt was broken. Loosening at cement/bone interface is mentioned on the der, with competitor cement used originally.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were provided. The femoral stem bolt is shown protruding past the distal femoral condyles, which may suggest a broken stem bolt. However, this cannot be definitively determined without inspection of the explant since the stem bolt is partially hidden by the femoral component in the x-ray image. It can be confirmed from this x-ray image that the stem bolt has migrated from its intended location, but it cannot be confirmed whether loosening or fracture is the cause. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.